Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed for tightness test. - the tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. However for this event the customer did not report when this event exactly occurred. - whether alarms were triggered was not reported - no device log files were provided to hamilton. - there is no patient involvement reported. This event occurred not during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device failed for tightness test. The tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. However for this event the customer did not report when this event exactly occurred. Whether alarms were triggered was not reported. No device log files were provided to hamilton. There is no patient involvement reported. This event occurred not during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g3, g6, h2, h4. Follow-up 2 - additional information: fields b4, g6, h2, h6 and h11 are updated. Tightness test failed during pre operational check. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The tightness test is performed during startup of the ventilator to verify the integrity of the breathing circuit, ensuring there are no leaks that could compromise ventilation. The test is designed to detect leaks in the ventilator circuit, including tubing, connections, and the patient interface. Both the tightness test and the compensatory mechanisms for minor leaks are designed to ensure the ventilator operates safely and effectively. A failed tightness test or minor leak detection during ventilation does not indicate a malfunction but rather triggers the ventilator's safety mechanisms to either alert the operator or adapt to the situation. In conclusion, a failed tightness test is not a malfunction and should not be viewed as an immediate or critical failure. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device failed for tightness test. - the tightness test is standard part of the pre-operational check and gets performed when the breathing circuit is replaced. The tightness test is also part of the service software what gets performed during maintenance. However, for this event the customer did not report when this event exactly occurred. - whether alarms were triggered was not reported. - no device log files were provided to hamilton. - there is no patient involvement reported. This event occurred not during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.